Event description:
A surgeon reported that a few days following an intraocular lend (iol) implant surgery, the patient presented with an "inflammatory membrane condition" in the operated eye. The patient was treated with medication, but the inflammation did not resolve. The patient was referred to the retinal specialist. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. An investigation has been previously conducted, which showed no evidence of toxic anterior segment syndrome (tass) related to our product. No root cause could be identified by the investigation. It is unclear how the product could have contributed to this event. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).